Manufacturer narrative:
The reported event of device in back-up operation was confirmed. The device was in back-up operation mode upon receipt. Analysis of the device image revealed that device went into back-up mode due to an integrated circuit anomaly. The device was restored by reloading product code. Further analysis was performed, and device was found to be above elective replacement indicator (eri) level. Back-up operation mode was not reproduced. Assessment of total projected longevity was performed, and the device was found to have appropriate remaining longevity.

Event description:
Additional information was received indicating the back up mode resulted in high output mode and the device reached elective replacement indicator (eri). The device was explanted and replaced to resolve the event. The patient was stable.

Event description:
During an in clinic follow up, upon interrogation the device was observed to be in back up mode. Technical support was contacted and noted the back up mode was due to non-maskable interference. Technical support recommended reprogramming to resolve the event. The device was reprogrammed. The patient was stable.